Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. Regarding the current concentration and current dose rate of dilaudid, it was noted that with the personal therapy manager (ptm) the total was ¿like 13 mg in 24 hours or 9.4 without the ptm. It was reported that the pump went dry and resulted in the patient getting sick. The issue was believed to have occurred five years ago (day, month, and year unknown). Dilaudid was noted as having been in the pump at this time and previously the healthcare provider had changed the drug from morphine to dilaudid a long time ago after the patient¿s cancer had spread, and the patient had to have their esophageal stomach reconstruction performed as a result of the cancer. It was noted that the cancer was unrelated to the patient¿s pump or therapy. The pump was noted as later having been replaced in 2016 due to normal battery depletion. No further patient complications have been reported as a result of this event.